Event description:
Customer allegedly received the following results, with two different roche meters, within 5-10 minutes: 1. 440s-range mg/dl (compact plus) and 160s-range mg/dl (wife's compact plus) 2. 80s-range mg/dl (compact plus) and 160s-range mg/dl (wife's compact plus) sets of readings were taken at different times. Only one reading of 160s-range mg/dl was obtained - no repeating of value. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 2. Reference medwatch with patient identifier (B)(6) for compact plus system 1.